Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted

Event description:
It was reported the video system center front panel switches are not functioning. The issue occurred during maintenance. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eleven (11) years since the subject device was manufactured. The device was returned, and an evaluation was completed for it. During inspection, olympus confirmed the reported event: front panel switches not working. In addition, the following reportable malfunction was found during the device inspection: front panel light-emitting diodes blinking intermittently due to a faulty main board. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the front panel light-emitted diodes intermittently lit up and the switches did not function due to a faulty main board. Olympus will continue to monitor field performance for this device.